Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery defects found. There were no insulin delivery defects found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that on several days, the patient obtained morning blood glucose readings of 2.0 to 3.0 mmol/l. At that time, the patient experienced no symptoms of low blood glucose levels; however, the patient claimed he usually is asymptomatic with hypoglycemia. The patient administered self-treatment with food and juice. Troubleshooting revealed all pump programming was correct, however, the patient's 2:00 am basal dose was set at 1.450 u/hr, and may have been incorrect. The patient may have incorrectly set the basal rate programming in the pump. However, as the patient experienced multiple low blood glucose readings and received treatment, this complaint is being reported.